Manufacturer narrative:
According to the customer, on (B)(6) 2026 a "bug" was found inside the pack after the pack was "completely opened" and the case had started. The customer said the incident occurred prior to incision and that the case was cancelled. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 a "bug" was found inside the pack after the pack was "completely opened" and the case had started. The customer said the incident occurred prior to incision and that the case was cancelled.